Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was involved in infection and possible erosion issue. Additional information received from the field representative indicates that this rv lead was previously abandoned surgically. There were no additional adverse patient effects reported. This previously abandoned rv lead remains capped.